Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin b12 immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a vitamin b12 value of 150 pg/ml when tested on the e411 analyzer. The sample was sent to another laboratory where it was tested on a second unknown analyzer on (B)(6) 2022, resulting in a value of 200 pg/ml. The vitamin b12 reagent lot number was 56913800, with an expiration date of 30-sep-2022.

Manufacturer narrative:
The calibration signals were within expectations for the last calibration performed on (B)(6) 2022. Quality controls were within range on the date of sample measurement. There was no indication of a general reagent issue. Upon review of the alarm trace, multiple cleaning maintenance recommended alarms occurred on the day of the event. It was also observed that there was an alarm indicating insufficient sample volume or a clot occurring near the time the patient sample was measured. This could be an indication of poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.